Manufacturer narrative:
A ge svc rep performed an onsite investigation. The battery charger board was replaced during the svc call. The sys was tested and found to be working an intended and put back into svc.

Event description:
The customer reported the sys displayed a recharge error and would not boot up. There is no death or serious injury associated with the complaint.